Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that trial was found cracked in the tray. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified signs of repeated use (nicked/gouged) and pieces fractured off outside of both holes. The device history record was reviewed and no discrepancies relevant to the reported event were found. The device has potential field age of over 5 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.